Event description:
The customer reported that the central nurse's station (cns) went black. This unit was monitoring telemetry transmitters at the time. No harm or injury was reported. No reports of device-related patient events.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went black. This unit was monitoring telemetry transmitters at the time. No harm or injury occurred. Investigation summary: the customer left a voicemail to report the issue. Nihon kohden technical support (nk ts) called the customer, but the contact information was for general personnel. The customer who answered did not have any information related to the issue, but stated the issue was resolved. Follow-up attempts to the customer found no issue present. With the information available, a root cause cannot be determined. The customer could not provide additional information. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) went black. This unit was monitoring tele devices at the time. No harm or injury was reported. No reports of device-related patient events. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 07/21/2021 emailed the customer via microsoft outlook for all ni sections. Customer replied that they are unable to provide any information.

Event description:
The customer reported that their central nurse's station (cns) went black. This unit was monitoring tele devices at the time. No harm or injury was reported. No reports of device-related patient events.